Event description:
A physician reported a pt who was implanted in mental fold of chin on 12/9/97. Trocar appeared unusually dull and it was difficult to advance it through subdermal plane. The physician was unsure if device was staying the subdermia in its entire transit through site of implant. At approach to exit site trocar seemed to be emerging from dermal plane. She sutured site with 6.0 nonresorbable sutures. She observed that left entrance site appeared to blanch while suturing it, which may have been implant material itself. Skin around incision was red and irritated, resembling a very localized type on contact sensitivity. On 12/11/97 physician noted that left entrance site was red and firm without acute tenderness, bruising or bleeding. Physician did not assess it as a possible extrusion. She prescribed duricef for 7 days. On 12/12/97 sutures were removed. Right site was healing well, left entrance incision site had a thin, dark yellow crust that had formed over it on approx 12/11/97. There was no drainage or any signs of symptoms of infection observed. On 12/18/97 physician noted dehiscence of left entrance incision and a papule at site (exact date of onset unk) that was oozing a clear fluid around the crust that had formed on top of it. Physician opened, drained, cleaned incision, trimmed implant and closed site with prolene sutures. She directed pt to remain on duricef indefinitely. On 12/24/97 site was oozing yellow pus-like drainage, was firm and raised, minimally erythemous and slightly tender to touch. Physician removed sutures and placed steri strips over site. She directed pt to keep site dry, to clean it once daily with peroxide and to stay on duricef. Physician was uncertain if implant was extruding from site. On 12/29/1997 implant did appear to be extruding from left entrance incision site and there was a minimal amount of clear drainage from site. Pt reported no discomfort. Physician noted no contraindication to allowing implant to remain in place; she did not believe there was an infection. She injected the site with kenalog, closed the site with 5.0 monocryl sutures in an attempt to tighten up the entrance area, and directed the pt to stay on duricef and to clean the site once daily with peroxide.